Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was investigated and the reported single leaflet device attachment (slda) was due to patient¿s challenging anatomy (cleft on posterior leaflet).there is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional cds0601-xtr referenced in b5 is being filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted that visualization was very difficult and a preexisting flail, rupture chordae and cleft on the posterior leaflet were present. One clip (90517u220) was advanced, and several grasping attempts were performed. Due to the anatomy, grasping was difficult. On the fifth grasping attempt, the grippers were lowered, but due to poor visibility, the physician was unable to see if the grippers had lowered. The clip was brought back into the left atrium, but it was noted that the grippers were not dropping. The grippers were attempted to be cycled; however, it was noticed that chordae were stuck in the grippers. It was noted that the chordae was caught on the grippers and was causing the posterior leaflet to raise. Troubleshooting was performed, but the chordae was unable to be removed from the clip; therefore, the clip was deployed on both leaflets, with the chordae remaining in the clip. It was not known how secure the first clip was going to be; therefore, an additional clip (90531u131) was implanted for stabilization. After deployment of the second clip, the clip detached from the posterior leaflet and remained attached to the anterior (single leaflet device attachment/slda). It was noted that a cleft on the posterior leaflet caused the slda. To stabilize the slda and the first implanted clip, a third clip was advanced. The clip was successfully deployed, stabilizing the first two clips and reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.